Event description:
It was reported that the customer's insulin pump had multiple button error alarms. It was reported that the alarms were caused by the customer pressing the buttons unintentionally for long periods of time. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 14.9 mmol/l. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.